Event description:
It was reported when using the syringe 1ml ls tuberculin the stopper separated from the plunger. The following information was provided by the initial reporter. The customer stated: "the stopper was separated from the plunger."

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, the plunger rod was observed to be detached from the stopper and the plunger head was missing. The sample was subjected to visual inspection, and the plunger was observed to be separated from the stopper due to plunger head chip off. A device history record could not be evaluated as the lot number is unknown. The probable root cause of plunger head chip off could have occurred to the molded plunger tip hitting against the molded plunger target box when transferring from the molding machine to the assembly line. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the syringe 1ml ls tuberculin the stopper separated from the plunger. The following information was provided by the initial reporter. The customer stated: "the stopper was separated from the plunger."